Manufacturer narrative:
Occupation: occupation was lay user/customer.

Event description:
The initial reporter received questionable results from coaguchek vantus meter serial number (B)(4). The meter result was 2.5 inr. Approximately two hours later, the laboratory result was 2.0 inr. The laboratory used a stago analyzer with neoplastine ci plus reagent. Therapeutic decisions were made based on the laboratory result as this value was believed to be accurate. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer had no hematocrit issues, no overlapping heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no changes to coumadin, no changes to diet, and no abnormal bleeding or bruising. The customer had been ill with a sinus infection and had been taking levofloxacin. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range: 2.5 - 3.9 inr): qc 1: 3.2 inr , qc 2: 3.3 inr , qc 3: 3.2 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.